Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gfe3, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator used for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had soreness at the implant site. The patient suspected that it might be because of all the driving she did in the last week. Additional information from the patient on (B)(6) reported she just drove on a long road trip and noticed when she was driving she could feel ¿it¿ when it hit the seat. The patient clarified she meant something in her back was really hurting, all the time since she arrived at her destination. The patient was concerned the lead may have moved. The patient stated she had a pre-existing rheumatoid arthritis, and she isn¿t sure if the pain was from that or the stimulator. The patient noted the issue began on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Note: device code: (B)(4) does not apply to event any more. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they reported that long distance driving caused the soreness at implant site. They finally turned off the device and soreness with pain was still there. No troubleshooting steps were taken.